Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. However, upon inspection of the batteries at zoll medical us; the customer's batteries were found to be depleted. The batteries were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.